Event description:
(B)(6) 2014 customer claims the toothbrush is really rough and may have contributed to her broken tooth.

Manufacturer narrative:
(B)(6) 2014 consumer reports that they have only used it for the last 2 weeks. Consumer agreed to return the product for evaluation. (B)(6) 2014 product returned for evaluation, pending analysis.